Event description:
I had a tubal ligation (cauterized) on (B)(6) 2013. I had a severe infection at the incision sight that led to hospitalization to receive antibiotics. Symptoms since include shooting pains at incision site and pains that shoot down arms and legs. Panic attacks, racing heartbeat, severe unk stomach pain, dizziness, worsening of arthritis symptoms, weight gain in stomach area (despite exercise) and healthy diet, zero sex drive, low milk supply while breastfeeding, and shortness of breath.